Manufacturer narrative:
The device manufacturer date was unable to be determined with the information provided. The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
It was reported that after use with a patient, a level 1® hotline® 2 blood and fluid warmer began to smoke and flames were seen near the power inlet of the device. It was noted that "no original cable was used". No injury was reported.

Manufacturer narrative:
The device was returned for evaluation. The returned power cord was attached and connected to the device. Examination of the returned device showed it had severe fire damage that did not allow the device to be functionally tested. The visual inspection showed the fire damage was near the power cord/device connection. Further inspection at this area showed areas of concentrated damage. The device's line filter was removed: this component showed white corrosion consistent with mineral build up following fluid ingression. The physical characteristics of the returned device showed the likely cause of the reported issue was fluid ingression. Based on the evidence, the root cause was attributed to the user interfacing with the device in a manner inconsistent with the instructions for use.